Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified cephalic vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed without this or replacement device. There were no patient complications as a result of this event.